Event description:
At approximately 19:22, nurse went into or to retrieve a chair. The case had ended at 18:25. She heard a "poof" sound and turned towards the anesthesia machine and noted orange and red flames coming out from under the machine. A code red was called. The fire extinguished itself. The machine was sequestered by biomed.